Manufacturer narrative:
(B)(4)

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.